Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 5 years) and the parts on the board accidentally failed leading to the cm board failure. The cm board generates and outputs sdi signals, and it is presumed that the sdi output has stopped due to a failure. This would also result in a decrease in the output of blue led.

Manufacturer narrative:
The evaluation found there was a no image malfunction as there was no signal output from the serial digital interface (sdi) 2 output due to a faulty circuit board. In addition, the (blue) light intensity output is below specifications. The unit was repaired and returned to asset stock. A review of the asset's repair history shows the unit was last serviced on may 27, 2021; no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The asset video system center was returned to the service center. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the unit was found to have a no image malfunction as there was no signal from the serial digital interface (sdi) 2 output due to a faulty circuit board. There was no patient involvement reported.